Event description:
A journal article was reviewed which contained information regarding this lead. Multiple patients and multiple adverse events and failure modes were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. The article included adverse events such a patient death, venous stenosis, pocket infection, endocarditis, cardiac avulsion, pocket hematoma, upper extremity swelling requiring blood transfusion, cardiac tamponade and septic shock. The following failure mode was also noted: lead malfunction. All, but three leads were explanted (which included being abandoned or replaced with new leads).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. The date of death is not known and is an estimate based on the print publication date. Referenced article: comparative outcomes of transvenous extraction of sprint fidelis and riata defibrillator leads: a single center experience. Journal of cardiovascular electrophysiology. 2014;25(1):36-42.